Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump reset unexpectedly. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 288 mg/dl.